Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024, wherein, the scs system was explanted to address the issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient cannot exit MRI mode. Troubleshooting has been unable to resolve the issue. As a result, surgery may take place in the future to address the issue.

Event description:
Additional information indicates the patient experienced ineffective therapy with their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead is causing the ineffective therapy.